Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 2.50x18mm xience alpine stent was implanted on (B)(6) 2018. The patient presented with non st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms, including chest pain. The treatment performed was not reported and the final patient outcome is unknown. No additional information was provided.